Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
The device is currrently undergoing analysis.

Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
The returned journey uni tibial base and insert were examined visually and stereo microscopically. The purpose of this investigation was to examine the implants. The tibial base has scratches on the superior surface and upon closer examination a small crack in the middle below the loading location was noticed. The crack did not extend beyond the central portion of the tray to complete the fracture. Consequently, a fracture analysis could not be performed to determine the exact fracture initiation site. Bone cement was attached to the inferior surface. The bone cement had the impression of the host bone indicating good interdigitation of the cement into the bone. The articulating insert has worn out region on the articulating surface and a corresponding burnished region on the inferior surface of the insert likely caused due to articulation. The distal surface of the insert has circular marks typically seen with autoclaved inserts and does not represent the actual part. The insert could not be dimensionally evaluated because autoclaving causes dimensional changes to the polyethylene material. The crack on journey uni tibial base likely was initiated due to fatigue loading in excess of the strength of the tray. Although a fracture analysis could not be performed, previous examination of similar fractures indicated the crack likely originated where the cement groove and pad meet. A dimensional check on the insert could not be performed because the insert was autoclaved, however no remarkable features on the insert were observed. A recall was initiated in december 2009 for tibial baseplate breakages/fractures.